Manufacturer narrative:
A getinge service territory manager (stm) was assigned to investigate the reported issue. The customer reported this issue was regarding the battery in the portable charging unit. In addition, customer stated that the battery was only holding a 20 minute charge (fully charged). The stm verified that the battery was bad and it would not hold a charge. Since the unit is under warranty and is less than a year old, the customer requested a replacement battery. The stm sent the customer a replacement battery. When customer received the battery, confirmed the battery was charging correctly. The cardiosave is ready for clinical use.

Event description:
It was reported that during routine check the battery in the portable charging unit was malfunctioning. There was no patient involvement, and no adverse event reported.

Event description:
N/a.